Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she had experienced a small accident a week before, in which she had fallen on her head in the shower, unrelated to blood glucose levels or cgm. In the following days she had headaches very often. At the time of the event on (B)(6) 2021, the cgm was reading 120 mg/dl. She stated that she feels headaches when she is hypoglycemic but because of the normal cgm reading, the fact that she often noticed her hypoglycemia very late, and because she thought her headache was a symptom of the previous fall, she was already in a severe hypoglycemia before realizing it. She called her mother for help as she normally does in an emergency, and the mother called an emergency physician. The physician found the patient helpless in her home a short time later, at approximately 4-5 pm. She experienced heavy sweating and weakness. The patient¿s bg was reported to be 22 mg/dl, but it was not clear who had checked this or when. The patient was given an injection of 40 grams of glucose and transported to the hospital. She stayed for further examinations, until noon on (B)(6) 2021. During the hospitalization she had a magnetic resonance imaging (MRI) of the head, lung x-ray, and unspecified blood testing. She did not sustain any injuries from the hypoglycemic event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/14/2021. It was reported that the blood glucose reading of 22 mg/dl was taken by the paramedics prior to being admitted to the clinic for further treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).